Event description:
A healthcare professional reported through a manufacturer representative that an "abnormal" impedance value was measured with the lead. After lead placement, impedances were measured both with a wireless external neurostimulator (wens) and an implantable neurostimulator (ins); however, an abnormal impedance was confirmed in electrodes 10 and 11. Further information regarding the nature of the "abnormal" value was requested but was not available. Further impedance measurements were normal after connecting to the other of the two placed leads in the same location, so a defect on the lead side was confirmed. Prior to wound closure/surgical incision closure, the lead was removed and another lead that had been prepared as a backup was placed and the issue was resolved. It was noted that an ¿initial defect¿ or ¿system disconnection during intraoperative lead placement¿ may have caused the event. The patient was alive with no health damage at the time of report. No complications were reported or anticipated.

Manufacturer narrative:
Continuation of d10: product ID 977a260, serial# (B)(6), product type lead, ubd: 12-jul-2028, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.